Event description:
Seven pt samples with discrepant creatinine results. The following two pt samples were provided. Pt 1. Initial result gave 89.4 umol/l; repeated three times giving 163.1, 160.7 and 161.4 umol/l respectively. Pt 2: initial result gave 108.8 umol/l; repeated three times giving 154.5, 150.6 and 153.4 umol/l respectively. No info provided if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.